Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken reservoir tube lip and missing reservoir tube lip o-ring noted.

Event description:
It was reported that the customer's reservoir was damaged. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.